Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she has been getting shocked like someone was electrocuting her and burning her from the inside out usually when she was charging the implant. The controller was not charging, she was getting error messages and the controller wouldn¿t connect to the implant. The patient noted that all the devices had been replaced and she wanted to have the implant removed because it caused her more pain than before she had it. Further information received from the manufacturer representative stated that sometimes the recharger did not recognize the implant, it wouldn¿t connect, and when she was charging she was shocked by the battery. This happens when stimulation is off and she is recharging and she had pain at the battery pocket site. The rep representative had the patient turn the stimulator off. Surgery had been scheduled for (B)(6) 2019 and the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a major issue with their ins. The patient reported that 20 minutes into recharging the ins, the patient received a horrific shock and felt like they were burned. It was noted that the patient was getting shocked while charging, even with the battery turned off. The patient was in pain and was stressed about the situation. A manufacturer representative planned to meet with the patient to troubleshoot the issue on 2019-mar-15. No further complications are anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the shocking/burning and recharging issue was not determined but the issues have been resolved. The patient had lead revision and the issue was resolved.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative (rep) reporting that the patient stated th eir ins took ¿forever to charge¿. The patient complained that they were having difficulties connecting the recharger to the battery, they stated it didn't connect well and it took a very long time to charge. They also reiterated their previous report that they were being shocked while charging. No contributing factors were known that could be related to these issues. The rep indicated that they met with the patient and stated that impedances and connectivity were good. It was reported that the rep showed them how to use their recharger and they had excellent connection. It was indicated that they were trying to set up a time with the patient to meet again. The patient stated that they had been seen by pain management who believed there was something wrong with the battery. The patient indicated that they were scheduled for a lead revision on (B)(6) 2019 due to inadequate coverage. Prior to this report information was also received from the patient, indicating that they met at an appointment with their healthcare provider (hcp) yesterday ((B)(6) 2019), and the hcp wanted to also replace their internal battery. The patient stated a they had a revision surgery scheduled for (B)(6) 2019 and the hcp wanted to also have a replacement ins put in during that surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a major issue with their ins. The patient reported that 20 minutes into recharging the ins, the patient received a horrific shock and felt like they were burned. It was noted that the patient was getting shocked while charging, even with the battery turned off. The patient was in pain and was stressed about the situation. The patient reported that they were thankful that the ins stopped working. A manufacturer representative planned to meet with the patient to troubleshoot the issue on (B)(6) 2019. No further complications are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 97755 serial# (B)(4). Product type: recharger. Product ID: 97745. Serial# (B)(4). Product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the controller would shock her so she left the device off for a week. The patient reported shocking and pain in her back. The patient reported the manufacturer¿s representative (rep) told her to request a replacement recharger. The patient also reported the recharger would shock and burn her. Patient was issued a new recharger. The patient stated she may have to have the ins pocket repaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was having the lead revision to try to address their leg and back pain. The physician was going to try to adjust the pocket as well as he thought the implant was tipped in the pocket. The patient told the representative they had shocking when recharging with stimulation on and off. During the meeting the patient had shocking with stimulation on at 90% full and again with stimulation off while recharging. Impedances were showing within normal range and no shocking was noted when the representative palpated the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-20. It was reported that the rep checked the patient¿s recharger and it was fine. The rep also reported that shocking during recharge issue had resolved. There were no further complications reported or anticipated.